Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fit of some made to order knee instruments (igb0594 & igb0595) that were provided to him in 2018. Surgeon attempted to use the new instruments on (B)(6) but determined that the fit with the other parts of the instrument set was too loose. He reverted to using an older version of the device. No delay or patient harm is reported in initial communications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :through this investigation the manufacturing inspection data was fully reviewed. A record of the inspection strategy and inspection data can be found in the product dhf 103497124 section 7. A review of this data confirmed that all parts manufactured met the design specification. The units of igb0594 & igb0595 that were trialed at mgp will be scrapped. The 10 units of igb0594 & igb0595 that were not released by pei medical and remain unused, in their original packaging will be evaluated for potential modification to resolve the unsatisfactory fit. This modification will be controlled by a new design specification, under new part codes, captured within a new dhf. If modification of these parts is not possible for technical or economic reasons these parts will also be scrapped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.